Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an unknown procedure performed on (B)(6) 2021. During the procedure, the clip failed on duodenal ulcer. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of during the procedure, the clip failed on duodenal ulcer. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an unknown procedure performed on (B)(6) 2021. During the procedure, the clip failed on duodenal ulcer. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on july 06, 2021. It was reported that the procedure performed was an endoscopic retrograde cholangiopancreatography (ercp). Additionally, a duodenal ulcer was seen inside the patient and the clip was attempted to be placed, but the "clip failed". The procedure was completed with a non-bsc device.